Manufacturer narrative:
The device was received with critical pump error (open book image) and pump error was present in the long trace file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, peeling end cap address label, moisture damaged on motor assembly and severe corrosion on all electronic assemblies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. It was also reported that insulin pump received a pump error 35. Customer's blood glucose was 3.5 mmol/l. It was reported that display screen showed an image. It was advised that insulin pump would need to be replaced.